Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was evaluated and the device was received fully deployed. The downloaded data shows the device completed first and second priming sequenced before it was deactivated. No timeouts or drive stalls were observed in the device data. Inspection of the needle mechanism did not find any damages or abnormalities that could cause the device to not deploy the cannula. The needle mechanism was reset and deployed as intended through manual advancement of the ratchet gear. Therefore, a root cause could not be determined for the reported event. Additionally, investigation found an 0xaa alarm in the device data, indicating total number of ble resets after pod in filled state exceeded threshold. Investigation of the device did not find any damages or abnormalities that could contribute to the observed hazard alarm. Thus, the exact cause of the observed hazard alarm could not be determined.